Event description:
It was reported that the pulse generator exhibited back up vvi operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The product code could not be downloaded. The device was at end-of-life (eol). After replacing the battery, normal function ensued.